Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/14/2013 with the following findings: the battery compartment was returned cracked. The battery cap was able to tighten on to the pump and maintain electrical connection. The keypad cover was returned peeled off the pump and the pump failed an in house leak test. Evidence of moisture was found throughout the pump and on the keypad flex and connector. The contrast key contact was missing and evidence of contamination was found under the up arrow and down arrow key contacts. The keypad buttons were unresponsive. Additionally, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that there was moisture both in the battery compartment and behind the screen on their device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.